Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and other spasticity. It was reported the hcp thought the catheter had an issue and wanted to replace the catheter. Factors that may have caused or contributed to the event were unknown at this time. Diagnostics/troubleshooting performed was unknown at this time. Actions/interventions included catheter revision surgery, which was scheduled for (B)(6) 2018. It was noted that he issue was not resolved at time of report. It was noted that surgical intervention did not occur, but was scheduled and planned for (B)(6) 2018. The patient's weight and medical history were asked, and will not be made available. The patient's status at time of report was alive-no injury. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2018, product type: catheter; product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was delivering baclofen (2000 mcg/ml at 908 mcg/day). They did the revision today ((B)(6) 2018) where the old catheter was removed and a new catheter with two pieces was implanted to replace it. The pump dose was reduced to baclofen (2000 mcg/ml at 450 mcg/day). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified a break in the catheter. The cross section of the catheter was elliptical near the break, which was consistent with it being compressed. Analysis of the implantable catheter (serial # (B)(4)) identified no leaks. (B)(4). If information is provided in the future, a supplemental report will be issued.